Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal infection with inflatable penile prosthesis (ipp). An explant procedure was performed in which all the existing components were removed and the patient treated with antibiotics. Upon removal no signs of pus were noted. It was also indicated that the patient had a hematoma following the previous intervention but the physician was unsure if it had any effect on the infection. There were no device issues associated to the explanted device and the patient was expected to fully recover.